Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients "pump never helped" and she had experienced withdrawal. The patient had a myelogram pump check on (B)(6) 2011 and initially a pump malfunction was discovered. During that time, the patient's rate was decreased to hydromorphone 2mg per day and prialt 0.04mcg per day. On (B)(6) 2011, the patient experienced withdrawal symptoms which included, diarrhea, shaking, chills and nausea. The patient was prescribed a clonidine patch. The following day, the patient was seen and was wearing the patch. It was noted that it had helped some and an increase was made to the patients pump. Hydromorphone was increased to 4mg per day and prialt to 0.7995 mcg per day. The patient was also prescribed dilaudid at a previous appointment but she did not take it because it makes her feel "drowsy" and "stupid." It was indicated that the patient was depressed and was seeing a psychiatrist. The patient was also started on cymbalta but was not taking it due to the myelogram. She was later told to start back on the cymbalta. The patient had another visit on (B)(6) 2012 and it was indicated after the pump increase, the withdrawal symptoms had resolved. The patient was deciding whether to do a second back surgery with a physician in (B)(6) or proceed to do a catheter revision. On (B)(6) 2012, the patient had a refill and it was stated that "the pump had not helped at all" and she had it for two years and it had never helped. It was determined and clarified at this visit when the patient had the myelogram on (B)(6) 2011, that there was a catheter malfunction and not a pump malfunction and revision was planned. The hydromorphone was decreased by 25% to 3mg per day and prialt to 0.6mcg per day. There was a catheter revision done on (B)(6) 2012 and the patient was told that the catheter was not working so the catheter was removed and the pump was left in place. It was indicated that the pump was turned down during the catheter revision to 0.1mg. Although the patient was told that the pump was turned down during surgery; when the pump was read, the patient's dose was still at hydromorphone 3mg per day and prialt 0.6mcg per day. The patient wanted to have the pump decreased so on (B)(6) 2012 visit, the pump was lowered to hydromorphone 1.5mg per day and prialt 0.3mcg per day. In the last 2 weeks, the patient's average pain level was a '7' with the worst level being a '10'. It was noted that the amount of pain relief that the patient was now receiving from the current pain reliever(s) was enough to make a difference in her life. The patient was scheduled sometime after (B)(6) 2012 for a pump check under fluoroscopy with no computed tomography following to see if the pump was excreting into the body without the catheter. It was later reported that the patient's catheter was cut during surgery by the health care provider (hcp) in (B)(6). It was noted that the hcp "removed the epidural catheter and tied it off." It was noted when the pump was refilled with saline and set to minimum rate, the hcp pulled back 16ml's of drug but was expecting 5ml. The patient had about 50 months of battery life. It was reported that the patient was no longer in pain but wanted to use the pump in the future if symptoms return. The drug delivered via pump was saline.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.